Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported air emboli was user error.

Event description:
During an atrial fibrillation ablation procedure, an air emboli occurred. While ablating in the left atrium, the saline flush bag was replaced and purged of air. The tubing set was inadvertently opened to the patient allowing an air bubble to enter the left atrium and the patient developed ECG st segment changes and hypotension. A coronary angiogram revealed an rca occlusion but prior to a guidewire being inserted, the patient stabilized and the ablation procedure was continued. The patient remained stable post procedure. There were no performance issues with any sjm device used.